Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) found that when the video connector of the subject device was moved, a scope communication error e216 occurred. There was a dent on the electrical contact of the video connector of the subject device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Omsc surmised that the reported phenomenon occurred due to poor contact due to a dent on the electrical contact of the video connector.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a procedure with the subject device and otv-s300, a scope communication error e216 occurred. Because this phenomenon did not affect the procedure, the user completed the procedure by using the device. It was reported that the same event occurred at the facility before. Other detailed information was not provided. There was no report of patient injury associated with the event.